Event description:
A us distributor contacted zoll to report a patient had skin irritation. The patient consulted a physician who prescribed a cream. Follow-up indicated that the condition of the rash was improving and it was almost healed.

Manufacturer narrative:
Device evaluation summary: there is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.